Event description:
It was reported that a resume pump alarm was received when insulin deliveries had not been stopped. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. A manual insulin injection was administered to address bg. Reportedly, the customer continued to use the pump for insulin therapy.